Manufacturer narrative:
The architect i2000sr, serial # (B)(6) was evaluated. Contamination testing, which was performed after multiple parts of the analyzer were cleaned, concluded with favorable results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results for the customer reported event. A review of tracking and trending did not identify a trend for the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false positive architect total b-hcg generated from an arc i2000sr and provided the following data: patient information: 13-year-old female patient clinically diagnosed with abnormal uterine bleeding. The hcg initial test result for sample ID (B)(6) was 27.91 miu/ml, and the retest results were <1.2 miu/ml. The colloid gold testing method generated a negative result. Architect total b-hcg package insert reference range: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, greater than 5.00 miu/ml and less than 25.00 miu/ml will be reported with concentrations only (grayzone), which no interpretation will be reported for these grayzone results. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg generated from an arc i2000sr and provided the following data: patient information: 13-year-old female patient clinically diagnosed with abnormal uterine bleeding. The hcg initial test result for sample ID (B)(6) was 27.91 miu/ml, and the retest results were <1.2 miu/ml. The colloid gold testing method generated a negative result. Architect total b-hcg package insert reference range: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, greater than 5.00 miu/ml and less than 25.00 miu/ml will be reported with concentrations only (grayzone), which no interpretation will be reported for these grayzone results. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.